Manufacturer narrative:
The customer reported that the device failed to recognize the battery. The customer localized the issue to a failed battery. Replacing the battery resolved the issue.

Event description:
The customer reported that the device failed to recognize the battery.